Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturing representative (rep) regarding a patient implanted for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) is to be replaced prior to end of service (eos) on 2018-11-06. No contributing factors were reported. The issue was reported to be resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s spinal cord stimulator system is not being replaced at this time. No further complications were reported or anticipated.